Manufacturer narrative:
May 04, 2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. The instrument was not returned for further evaluation. Device history evaluation - DHR review was completed with all history available. Nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report/nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. The instrument was not returned for further evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports these instruments have been broken from the tip during orthopedic surgery in direct contact with patient. No broken parts inside the patient. On (B)(6) 2016 dealer had no further information.

Manufacturer narrative:
On 11/8/1206 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - two needle holders returned in used condition, not showing any unusual markings. The returned needle holders showing wear, staining, broken/bent tips. During the evaluation of the instrument, it is noticed that there is staining within the hinge and one insert is broken. The tips are bent; it appears the instrument may have been used in a twisting motion. The complaint is confirmed. Device history evaluation - DHR review was completed with all history available; nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report/nonconforming material report history; variance authorization / deviation history: none; engineering change order/manufacturing change order history: there is no applicable; engineering change order/manufacturing change order history; corrective action preventive action history: none; health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.